Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: following additional information and device return status was requested under initial (B)(4). And all subsequent attempts to obtain this information for all the related files ((B)(4)., (B)(4). (B)(4).), will be conducted under that same pc. Following additional information and device return status/follow up requested via pcf activity under initial (B)(4). It was recently reported that an additional file was created in error at the moment of providing extra event information for the two reports related to the event: "needle and suture of 4-0 vicyrl rapide w9918 had broken and separated from each other when the suture foil was opened." Please confirm, which file was created by error: - (B)(4).- event date: september 27, 2025 - (B)(4). Event date: september 28, 2025 - (B)(4).- event date: september 21, 2025 - please provide the lot number of w9918. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that one empty foil andone winding former with a suture were received for analysis. Product code w9918. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since the process of degradation began which caused the needle to come out from the suture. The needle was not returned for evaluation. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported from the analysis of the returned product that suture degradation and wrinkles and a hole in the cavity were observed. Needle and suture of 4-0 vicryl rapide, had come apart from each other when the suture was opened. There were no patient consequences reported. Additional information was requested.